Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6 the reported event was confirmed through product return. The juggerstitch was returned without packaging materials/components and has not been cycled. Confirmed that the handle is translucent green and the black push button is visually conforming to the print. The front-end assembly has the depth gage markings as shown on the print as well. The needle tip has fractured and both sutures and anchors remain inside the needle. The suture is discolored. The pusher wire with teeth is also bent. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign- taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the front end part, that is the needle of the juggerstitch fractured. No adverse event has been reported as a result of the malfunction.